Event description:
It was reported that the patient presented to the hospital for a scheduled defibrillator change out procedure. The right ventricular had been exhibiting noise and also exhibited noise prior to the procedure. The lead was successfully capped and replaced. The patient was in stable condition before, during and post surgery. The patient would continue to be monitored.